Event description:
A healthcare worker experienced pain on her right middle finger. The tip of the finger got white after unloading a completed cycle. She touched one of the loads which had water droplet on the sterile bag and was burned. The employee rinsed under running water, no medical intervention sought. Her symptoms went away within a day. This event occurred on the 1st run of the day. The vaporizer plate was stated as being in place.